Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information was requested and the customer refused, reporting the information is confidential. This is pending repair completion.

Event description:
The customer reported that while transporting the patient the ventilator went vent inop with data acquisition pcba adc (printed circuit board assembly/ analog digital converter) reference failed. The customer reported the unit was in use on patient, but there was no patient harm reported.